Manufacturer narrative:
Batch review performed on 23 november 2020: lot 185795: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: 2023-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: early proximal fracture after hybrid tha in a patient with very thin cortical walls, age unknown, other patient information not provided. The report mention a "possible" trauma. The weak bone is a condition that may jeopardize the outcome of the surgery. We could not find any reason to suspect a faulty device as the cause for this adverse event.

Event description:
The patient had revision surgery on (B)(6) 2020. However, 2 months after previous surgery, the femur broke probably due to trauma and due to the thinner bone walls. Therefore the surgeon revised the patient again and removed our stem and head implanting competitor's devices.